Manufacturer narrative:
Updated to reflect the information received on 2019-nov-04. Reporter info updated to reflect the information received on 2019-nov-04. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-nov-04. When asked for the initial reporter information, the rep reported that the patient came in for a pump refill and the rep interrogated the pump and discovered the stall. No additional actions/interventions were taken to resolve the MRI motor stall. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2019-oct-31 regarding a patient receiving hydromorphone (500mcg/ml at 200mcg/day), clonidine (50mcg/ml at 20mcg/day), bupivacaine (50mcg/ml at 20mcg/day), and droperidol (20mcg/ml at 8mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient recently underwent magnetic resonance imaging (MRI) and a motor stall was seen at initial interrogation. It had been more than two hours since the patient exited the MRI field, but interrogation resulted in a recovery of the stall. It was noted that the patient hallucinated on (B)(6) 2019 which was something new, and they couldn't sleep. No further complications were reported or anticipated.